Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side device rupture. The device has been explanted.

Event description:
Health professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, crease fold, wear abrasion, missing, red particle in the shell and red particle in the gel. A microscopic analysis was performed which identify a sharp broken in the anterior and non-penetrating nick(stress marks).a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the anterior side assessed as unidentified (tear) broken . -missing piece of the shell assessed inconclusive. -non-penetrating nick(stress marks).